Event description:
On 11/19/91 an ipp device was implanted. On 1/29/97 the pt reported the device no longer stays inflated, dr said fluid loss. Add'l lot no: 4549m 009, 1295m 011. Add'l ser no: 4549m 009, 1295m 011.